Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by weakness. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (1gm, per day, route and duration were not reported) and imipenem injection (100mg, per day, route and duration were not reported) for peritonitis. Pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (three times a week) 23 days after the event onset. At the time of this report, the patient remained hospitalized due to the catheter removal process and has recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to b7. Should additional relevant information become available, a supplemental report will be submitted.